Event description:
A customer reported an issue with the speaker and vibration function of a pump, specifically that the vibration was not working as expected. There was no adverse impact to the customer¿s blood glucose level as the readings remained within the normal range. Technical support instructed the customer to perform several checks and confirmed that the issue persisted, leading to a decision to replace the pump. The customer was guided on using the current pump as backup therapy and was also instructed on how to prepare the malfunctioning pump for return.